Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all the results obtained. The expected fasting; blood glucose test result range is 5-6mmol. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is 10/8/2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :8.4mmol, date: 2/16/2017, time:2:56pm, fasting; result 2 :6.2mmol, date: 2/15/2017, time:2:35pm, fasting; result 3 :9.3mmol, date: 2/14/2017, time:4:32pm, fasting; result 4 :6.9mmol, date: 2/13/2017, time:4:10pm, fasting; result 5 :9.3mmol, date: 2/12/2017, time:3:05pm, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI#: (B)(4). Note: manufacturer contacted customer on 10/23/2018 in a follow up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 5-6mmol. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :8.4mmol date: (B)(6) 2017 time:2:56pm fasting; result 2 :6.2mmol date: (B)(6) 2017 time:2:35pm fasting; result 3 :9.3mmol date: (B)(6) 2017 time:4:32pm fasting; result 4 :6.9mmol date: (B)(6) 2017 time:4:10pm fasting; result 5 :9.3mmol date:(B)(6) 2017 time:3:05pm fasting.